Manufacturer narrative:
Batch review performed on 15 october 2021. Lot 180737: (B)(4) items manufactured and released on 05-jul-2018. Expiration date: 2023-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported event.

Event description:
The patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. About 2 months after the primary surgery, the surgeon revised the 36mm biolox delta head m with a 36mm cocr head xxl. The surgery was completed successfully.